Manufacturer narrative:
Pump was received with partially broken retainer ring. Unable to perform displacement test, and occlusion test. The pump passed the rewind test, prime/seating test, force sensor test, and self test. Unable to lock a test p-cap or reservoir into the reservoir compartment due to a partially broken retainer ring. No delivery alarms were not noted during testing. Successfully downloaded pump history files and traces using thus software. Pump alarmed 2 no delivery alarms on (B)(6) 2025 at 21:14:34.000 and on (B)(6) 2025 at 19:37:02.000 during bolus and basal in the pump history files and traces. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. Force sensor zero offset within specifications [22.596 mv]. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, scratched case, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, and label damage. No delivery/occlusion alarm was not confirmed during testing. Moisture damage was noted found isolated to battery tube. Cosmetic damage was confirmed at the pump case and retainer ring. Partially broken retainer ring was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic), reservoir unable to lock into place, no delivery/occlusion alarm, occluded. The customer reported no adverse event. The event involved product(s) mmt-1780kpk, mmt-431ag, mmt-342. Customer reported pump was dropped/bumped and/or pump has possible physical or cosmetic damage. Customer reported insulin flow blocked alarm. No harm requiring medical intervention was reported. It was unknown whether the customer will continue to use the insulin pump. No product return is required for mmt-1780kpk. No product return is required for mmt-431ag. No product return is required for mmt-342.